Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 411 mg/dl. The customer stated that he had high blood glucose for 2 days and started vomiting uncontrollably. He stated that he was unable to lower his blood glucose reading beyond 160 mg/dl. He stated that he also had gastroparesis. He was treated with intravenous insulin and a shot of morphine for his chest pain. A cat scan was also done due to the chest pain. He was discharged the following day. The most recent blood glucose reading was 260 mg/dl. He noted that his doctor advised that his stomach muscles were over active, which caused the vomiting, due to gastroparesis. He believed that this contributed to his high blood glucose. He did not believe there was any issue regarding the insulin pump and declined to troubleshoot for it. He had attempted to treat with 2 boluses and a manual injection before his admission. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.